Event description:
Report received from (B)(6) stating "impossible to enter in the 1.8 incision. No pt impact."

Manufacturer narrative:
Though requested, the product has not been received. Should the product or add'l info become available, a supplemental report will be filed.